Event description:
Customer's mother reports that customer received a rf pic failed self test alarm. Customer's mother states that insulin pump beeped, shut down and came back up. Customer is at school. It was advise for customer to call helpline in order to troubleshoot. Customer's mother requested insulin pump to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump passed all functional testing. However, the insulin pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).